Event description:
The technician reported that the brakes are not holding. The bed was located in the repair area at the facility. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint (B)(4).

Manufacturer narrative:
The technician found that the brake caster had a damaged stems which also damaged the casher supports. Per the hill-rom service manual the bed should be subject to an affective maintenance program. An annual service of the bed is advised in order to maintain its characteristics and performance. Brake casters should be checked for cuts, wear and quality of tread, etc, and replaced when necessary. Check the brakes to see whether the bed moves when the brake pedals are pressed and repair as necessary. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2013. It is unk if the facility performed any other preventative maintenance on this bed. An investigation was performed and this issue was addressed under an engineering change. The technician replaced the brake caster supports and brake casters to resolve the issue. Based on this information, no further action is required.